Event description:
Found during testing. According to the reporter, the device will not function on battery power and only stays on for about 5 seconds.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.